Event description:
Intermittently, the device fails to turn on after removing ac power. There was no report of pt use related to the reported complaint. Customer expressed dissatisfaction with this device due to two prior occurrences of an intemittent monitor display problem in the last year. The customer has expressed the opinion that the unit is not reliable and that a failure of the device could result in an adverse event.